Event description:
It was reported that a patient had a revision with the implantable neurostimulator and leads due to therapy coverage issues. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 355031 lot# n204029, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type screening device. (B)(4).